Event description:
A pt was removed from the model 3100a for routine suctioning. Afterwards, the 3100a could not be re-started. The pt was placed on a conventional ventilator, then later on another 3100a without compromise.